Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will reopen the case report.

Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 550 cc. Flow rate: 4 cc/hr. Procedure: total left mastectomy w/tissue expanders. Cathplace: subpectoral left. ((B)(4)). Pt had a total left mastectomy w/tissue expanders procedure on (B)(6) 2011. On postoperative day (B)(6), the pt presented a fever of 101.6, myolysis, anorexia, and nausea. On postoperative day (B)(6), pt's symptoms were pruritis and icterus. Physician indicated that the symptoms were related to a combination of marcaine duration and/or the dose of desflurane. Pt's condition has resolved.